Event description:
The facility representative contacted baxter to report a colleague infusion pump with depleted battery alarm. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During baxter's review of the device event history, it was discovered that the depleted battery alarm caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with two (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the straight and articulated position with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the yoke was noted to be broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a anterior resection procedure, the endostapler was loaded with golden cartridge and placed for rectum resection. When jaws were closed there was a loud noise. After waiting 15 seconds the surgeon tried to fire stapler but it didn`t fire. Knife was locked and surgeon used manual release to pull knife back and open jaws. Few open staples had gone through tissue. Green cartridge was loaded and surgeon closed jaws again without any extra sound. After waiting 15 seconds he started fire again but knife was locked again. Few open staples had gone through tissue. After operation both cartridges were fired without tissue between jaws. Procedure prolonged 10 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.